Event description:
It was reported that during an ablation treatment procedure a power surge occurred. The right atrium was being treated with a 110/2.5/8/8 blazer prime ablation catheter. The blazer prime was being used with a non-bsc generator and connection system. The ablation parameters were set for 60 watts, 60 degrees and 60 seconds. On the first ablation attempt a radiofrequency overflow error occurred. On the second attempt the power delivered went up to 85 watts after about 5 seconds and the generator was shut off. On the 3rd attempt the power again jumped up to 85 watts after about 10 seconds and the generator was shut off. The blazer prime catheter was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an ablation treatment procedure a power surge occurred. The right atrium was being treated with a 110/2.5/8/8 blazer prime ablation catheter. The blazer prime was being used with a non-bsc generator and connection system. The ablation parameters were set for 60 watts, 60 degrees and 60 seconds. On the first ablation attempt a radiofrequency overflow error occurred. On the second attempt the power delivered went up to 85 watts after about 5 seconds and the generator was shut off. On the 3rd attempt the power again jumped up to 85 watts after about 10 seconds and the generator was shut off. The blazer prime catheter was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the reported complaint was not confirmed. The catheter's connector verified normal during visual inspection. Verified rf ablation with maestro generator 3000 in power mode. Thermistor resistance value was within product specifications. Resistor ID value was within product specifications. Electrode resistance and thermistor response test verified normal. No electrical opens or shorts were found. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).